Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: cd3357-40c st jude ICD implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise. Attempts to recreate the rv lead noise through lead testing and isometrics were not successful. It was also reported that the output of the patient's left ventricular (lv) lead was increased during the rv lead testing procedure. Both the rv and lv lead remained in use. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 1 month following the report of rv lead noise. The cause of death has been requested and not received.